Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received a legal complaint concerning a patient who underwent a da vinci prostatectomy procedure on (B)(6) 2012. The legal complaint alleged that the da vinci system damaged his bowel resulting in severe infection and other complications requiring subsequent hospitalizations and multiple surgical procedures and/or 'washouts'. The legal complaint also alleged that the patient ultimately suffered septic shock, abdominal compartment syndrome, renal failure, acidosis, and numbness in the hips and knees, among other things. In addition, the legal complaint alleged that the patient remains seriously injured and continues to suffer from chronic pain, kidney disease, memory and cognitive impairments, and other severe issues.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complications experienced by the patient. No previous complaint was reported relating to this event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2012. No system errors were found to have occurred during the planned surgical procedure. This complaint is being reported due to the following conclusion: the legal complaint claimed that the patient developed post-operative complications after undergoing a da vinci si prostatectomy procedure.